Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not drop the camera head or allow it to strike other objects. This could allow water to penetrate and damage electrical circuits inside.¿ olympus will continue to monitor field performance for this device.

Event description:
During device return inspection of an asset return, service inspection found the image was cloudy and could not secure the field of view. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: image cloudy due to charged coupled device (ccd) flooding and water intrusion due to watertight breakdown. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.